Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet system was not reading glucose levels due to a prior connection issue, after which the user experienced hyperglycemia with a peak glucose of 284 mg/dl for approximately 20 minutes before levels declined upon reconnection and automated insulin delivery resumed as intended. Symptoms included elevated blood glucose. Outcomes included no medical intervention, no ketone testing, no backup therapy, and no alarms reported. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction identified and cause of the hyperglycemia remained unclear. It was concluded that the event was user-reported hyperglycemia with unclear cause and no reportable injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.